Manufacturer narrative:
Additional information was received that the patient had an infection at the ipg site. Symptoms were fever and redness at the site. The patient was prescribed oral antibiotics. The physician believed that the infection was not device or procedure related but that the patient was exposed to infection during the non-device related surgery. It was also reported that the non-device surgery was not caused by the device but due to the patient¿s medications. The patient underwent an explant procedure. The explanted devices were not returned to bsn.

Event description:
A report was received that the patient will undergo an explant procedure due to a possible infection. It was unknown if the issue was device related. However, it had been reported that the issue started following a non device related surgery.

Manufacturer narrative:
(B)(4). Additional suspect medical device component involved in the event: model #: sc-8216-70, serial #: (B)(4), description: artisan surgical lead, 70cm.

Event description:
A report was received that the patient will undergo an explant procedure due to a possible infection. It was unknown if the issue was device related. However, it had been reported that the issue started following a non device related surgery.

Event description:
A report was received that the patient will undergo an explant procedure due to a possible infection. It was unknown if the issue was device related. However, it had been reported that the issue started following a non device related surgery.